Event description:
A report was received in 2002 regarding a memorylens which had been implanted in the patient's eyes in 1999, which lens had opacified. The doctor reported that the opacification was not affecting the patient's vision much at this point. Numerous attempts were made to obtain additional information on this event, but no response was received from the doctor.